Manufacturer narrative:
Approximate age of device: 1 years 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient received 2 units of packed red blood cells at local hospital for hemoglobin drop from 8.3 g/dl to 6.8 g/dl . A gi was consulted and an egd was performed. An upper gi scope showed no endoscopic evidence of bleeding ulceration, varices or tumor in the entire examined stomach. Normal study with no evidence of active or recent gi bleed. No additional information was reported.

Manufacturer narrative:
Section b5: additional information.

Event description:
The site communicated that the patient had a driveline infection with an incision and drainage on (B)(6) 2019. This was followed by home health.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system. The heartmate 3 lvas instruction for use lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.